Event description:
The resuscitator allegedly would not function correctly because the check valve detached from the resuscitator, housing. This problem was noticed prior to use and there was no pt involvement.